Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 561 mg/dl. A correction bolus was delivered to address bg level, and bg level came back down. The customer requested assistance from tandem technical support on changing the carbohydrate settings to "on" and insulin duration to 4 hours. Reportedly, the customer was adamant changing the settings would solve issues regarding elevated bg levels. Tandem technical support assisted the customer with successfully adjusting the requested settings. The customer confirmed healthcare provider would be notified regarding the changes made to the pump settings.